Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line had a hole in it. The patient line having a hole is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line had a hole in it. It was reported that the patient line may have gotten caught in the door, causing the hole. The technical service representative assisted in ending therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.